Manufacturer narrative:
(B)(4).

Event description:
The pump pocket may have been filled during a refill procedure. The dosage may have been delivered subcutaneously. The patient was in critical condition and unresponsive. The pump was stopped. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.